Event description:
Per complaint (B)(4), during the clinical procedure, after having insert the implant, the fixture mount could not be unscrewed.

Manufacturer narrative:
Follow-up submitted to report device evaluation. Complaint related part not returned by customer. Evaluation unavailable.